Event description:
It was reported that during a da vinci-assisted other colorectal surgical procedure, the customer informed the technical support engineer (tse) that arm 3 keeps faulting. The tse viewed the system logs and confirmed multiple errors on universal surgical manipulator (usm) 3 pointing to the axes controller, motor (acm) board. The customer stated that they already attempted to power cycle the system, but the issues remained. The tse suggested to disable arm 3 if the surgeon was willing to use as a 3-arm system. The customer stated that the surgeon needs all 4 usms. The tse also viewed the site and confirmed all systems were on the same software level. The tse suggested to swap out the patient side cart. The customer stated that they were unable to do so and will probably end up converting to lap. The tse was typing up the service request and noticed that the site ended up disabling usm 3, installed instruments and proceeded with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse informed that arm 3 was disabled to complete the procedure. There was an one hour delay in the procedure after trying a hard reset. There was no harm or injury to the patient.

Manufacturer narrative:
The field service engineer (fse) followed up with the robotics coordinator and confirmed that performing a hard reboot resolved the issue. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received universal surgical manipulator (usm) for failure analysis and was tested on an in-house system in normal mode where it passed. Also, usm was tested on a patient side cart fixture test platform (pftp) where passed. An error 32100 was confirmed, but not replicated.

Event description:
Refer to h10/h11 for follow-up information.